Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable calcium gen.2 result from the cobas c 503 analytical unit. The initial result was 14.7 mg/dl, and the repeat result from another facility was 9.4 mg/dl. The initial result was repeated because there were multiple elevated calcium and bicarbonate results in a row. The repeat result was deemed to be correct.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The calcium gen.2 reagent lot number is 86116801, and the expiration date is 31-may-2026. A field service engineer (fse) performed a partial decontamination of the affected module and a mechanism check. The fse replaced the reagent and sample from and performed the necessary adjustments. They cleaned the buildup around the wash station and primed the system. New reagent packs were registered. Qc and calibration were performed and passed. The customer resumed normal operation without alarms or any abnormalities. The investigation determined that the service action resolved the issue.